Event description:
In 2009, pt's father reported a high blood sugar of 400 mg/dl caused by air bubbles that had formed in the insulin cartridge after two days of use. Pt last changed insulin cartridge 3 days prior the report. Pt's father reports there were no air bubbles in the insulin cartridge or infusion tubing at the time of the insulin cartridge change. During troubleshooting, discovered that the insulin cartridge had been inserted into the infusion device before attaching the adapter and infusion tubing. Educated pt's father on techniques to use that will prevent the forming of air bubbles. Had pt's father have pt disconnect the infusion tubing from her insertion site and prime the air bubble out through the end of the tubing. Had pt reconnect the tubing to her site and place the infusion device in run mode. Recommended that they monitor the pt's blood sugar the rest of the evening to make sure her blood sugar was returning to the target range. Pt continued to use the same cartridge. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product returned.

Manufacturer narrative:
No product will be returned for eval.